Event description:
It was reported that the device was oversensing. Though, no inappropriate therapy was delivered. Upon explant, an insulation break was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found external insulation abrasion at 6.5cm to 7cm from the connector pin. The metal filar of the sensing coil was exposed at the same location. This could cause the reported oversensing when in contact with the ICD can.